Manufacturer narrative:
Manufacturer's investigation conclusion: the outcome was not device or therapy related, and the device operated as intended. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to septic shock and withdrawal of care. Prior to passing, the patient was bedridden, not eating, and near end of life, already in a state of rapidly progressing functional decline before developing the infection. The source of the sepsis was due to skin breakdown from open wounds and bed sores.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.